Event description:
It has been reported that the automated impella controller showed a flickering display. The controller has been returned to the manufacturer for investigation.

Manufacturer narrative:
The automated impella controller (aic) device was received from the customer but has not yet been evaluated. Upon completion of the evaluation , a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported aic ¿ shutdown or restart issue has been completed since the original report was filed. The device failure was reproduced during testing (ic7392 flickering.mp4). The lcd screen was replaced with a known good but there were still remnants of flickering. The 4 in 1 was also replaced and the flickering went away. The cause of the issue was defective 4 in 1 and lcd screen.